Manufacturer narrative:
(B)(4). Part of the device was received for evaluation. Visual inspection showed that the customer returned a cut off portion of the tubing with an incomplete male luer. Visual inspection also showed that the luer collar had been removed. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a leak. "The end of the primary IV tubing appeared to be without the plastic piece that turns and locks the IV fluid tubing to the IV extension." The set was being used with sodium bicarbonate in dextrose with potassium chloride and ifosfamide. There was no report of patient injury or medical intervention associated with this event.